Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose in the 50 to 60 mg/dl range at the time of the incident. The customer was seeing 0.75 units being delivered even when their blood glucose was dropping. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had not set up high or low alerts on the pump. Troubleshooting was not completed but the customer was educated on how the pump works. The insulin pump will not be returned for analysis.